Manufacturer narrative:
Submit date (B)(4) 2012. An investigation is currently underway, upon completion the results will be provided.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with the pvp stick sponge. The customer reported that a sponge slipped off the stick and stayed inside patient's vagina. The physician removed the sponge with the use of forceps. No harm to the patient.